Event description:
Afc used an "gastric apc" setting pulsed mode. Pad was placed on lower back instead of on hip due to fresh hip replacement incision. Pt had an aico & pacemaker in place. When unit was activated the pt was obviously awakened from conscious sedation and felt the "shock." Arms jerked each time. No burn to pt.